Event description:
A discordant, falsely elevated high density lipoprotein cholesterol (hdlc) result was obtained on one patient sample on a dimension vista 1500 instrument. The discordant result was released to the physician(s). The sample was repeated on an alternate dimension vista 1500 instrument and resulted lower. The repeat result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated hdlc result.

Manufacturer narrative:
The customer contacted the siemens technical solutions center (tsc). The customer stated that after running precision studies, they determined that the instrument exceeded standard deviation specifications. A siemens field service engineer (fse) was dispatched to the customer site. The fse evaluated the instrument and performed an over mix test. The fse replaced the reagent probe 1 mixer, auto-aligned server 1 probes, and performed checks all of which passed. Precision studies and quality controls were run, and all were within range. The cause of the discordant, falsely elevated hdlc result is unknown. The instrument is performing within specifications no further evaluation of the device is required.